Manufacturer narrative:
Follow-up #1: date of submission 10/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2016 with the following findings:during investigation, all the keypad buttons responded appropriately to user input. No physical damage was found to the keypad. The original complaint on under responsive keypad buttons was unable to be duplicated. No moisture was found on the keypad. The keypad was removed to find no moisture on the keypad buttons. The pump was opened to find no damage was found to the button contacts or keypad flex cable. The keypad connector latch was secure. No moisture was found in the battery compartment. Unrelated to the original complaint, the audio bolus button cover was punctured but responded appropriately to user input. A leak test was performed and failed due to a leak in the puntured audio bolus button cover.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes prior damage with moisture) issue. The patient alleged the up arrow, down arrow, contrast, and ok buttons were under responsive. The ok keypad button was also reported to be torn/punctured. Moisture was alleged to be in the keypad. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.